Event description:
It was found during a baxter eval that a pump failed to detect an upstream occlusion during initial testing. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval is still in progress. When the eval is complete, a supplemental report will be submitted.